Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and also had unexpected restart alarm. The customer¿s blood glucose level was 556 mg/dl at time of incident. The customer was treated with manual injections. It was reported customer they had unexpected restart and the troubleshooting was performed and changed the battery. The customer was advised to monitor the pump and call if issues recur. The insulin pump will not be returned for analysis.